Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was high with a high level of ketones, however, specific bg value was not provided. Bg was addressed with a bolus via the pump and the pump supplies were changed to address the issue.